Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records was received and reviewed. On (B)(6) 2020, the patient had a cemented right total knee arthroplasty to address osteoarthritis of the right knee. Depuy components, including depuy patella and depuy cement x2 were utilized. There were no complications noted during the procedure. On (B)(6) 2020, the patient had a manipulation of right total knee with intraarticular injection of cortisone and bupivacaine with IV sedation, due to arthrofibrosis, pain and lack of motion of the right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for arthrofibrosis- stiffness/unable to get good rom. Event is not serious and is considered moderate. Event is definitely not related to both device and is definitely related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right knee). Treatment: knee manipulation under anesthesia ((B)(6) 2020).